Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the suspected medical device. Additional information indicated that the device was not explanted. The patient underwent unilateral removal and replacement for the contralateral side on (B)(6) 2020. The relevant fields have been updated. Updated reason for device explant and/or reoperation: n/a. Updated h6 patient code 3191: n/a. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cutaneous contour deformity. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a revision breast augmentation with a 275 cc mentor memorygel breast implant (left) and a 325 cc mentor memorygel breast implant (right) experienced left-sided cutaneous contour deformity and right-sided grade iii capsular contracture and breast mass postoperatively. Right-sided capsular contracture was observed at the consultation on (B)(6) 2020. On (B)(6) 2020, the patient had another consultation, and left-sided ripples and right-sided breast mass were observed. As a result, the patient underwent explantation on (B)(6) 2020. This report is for the left-sided prosthesis.